Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
Immediately post insertion and following removal of inner dilator and access wire, the sheath was seen to leak blood in a pulsatile squirt through the valve. The faulty sheath was exchanged for second sheath to continue with the procedure. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.